Event description:
It was reported that on two different occasions, the pt was unconscious, suffered a seizure and was treated with glucagon.

Manufacturer narrative:
The pump was not returned to animas for eval. If the pump is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time. Please refer to MFR report # 2010-00709 for related incident on a different day.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.